Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air detected alarm on channel a, which interrupted delivery. This alarm may have been a false alarm. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of cmplnt-001074185. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. No additional information is available.